Event description:
It was reported that a patient was experiencing an increase in seizures clusters since having her vns replaced. The patient used to have an average of 6 seizures/month but reportedly had 13 cluster seizures in the previous night alone. Magnet mode stimulation was attempted to help but did not do anything. It was also stated that autostimulation was programmed but did not work for the patient due to the patient's low heart rate. The patient had not been seen by the neurologist and would not be seeing the neurologist until (B)(6). The nurse stated she had labs run on the patient to determine a cause but nothing was found. No additional, relevant information was received to date.